Event description:
Caller reported that for months, the up-button is very sensitive to light pressure. On (B)(6) 2014 around 04:00 p.m., pump delivered 1.0 i.u. Insulin by itself. Customer did not press the button. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.